Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with emergency medical services. The customer reported a blood glucose value of 40 mg/dl at the time of emergency medical services were dispatched and was treated with a glucose and carb intake. The event involved product(s) mmt-332a, mmt-397a, mmt-1884. Troubleshooting was performed and the customer was advised to monitor the pump. The customer was not using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer does not believe the pump is over-delivering. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's son reported that customer had a low blood glucose value under 40mg/dl and he was about to call the paramedics. Per email from helpline, this event date of february 26, 2025 was what was provided by the customer's son (even though the customer did not remember the event date). Later complaint text show that the paramedics were called and glucose was given. Per carelink, smartguard was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.